Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device had a battery failure. The device was in use on a patient at the time the reported issue was discovered. The patient reported ¿difficulty breathing and feeling somewhat uncomfortable.¿ the reported event of the battery not providing ventilation during power outage and the patient report of ¿difficulty breathing and feeling somewhat uncomfortable¿ has been assessed as a non-serious injury. The customer called technical support to report that the device had a battery failure. A patient began using the ventilator on (B)(6) 2025 at 21:00, and there were no alarm indications during usage. On the morning of (B)(6) 2025 at 10:49, the department experienced a sudden power outage. Upon checking the patient, the ventilator screen was black, indicating no power supply. The patient was immediately asked if there was any discomfort, and the patient reported experiencing difficulty breathing and feeling somewhat uncomfortable. The nurse promptly administered oxygen therapy to the patient. After about 5 minutes, power was restored to the department, and the ventilator screen displayed a battery fault. The equipment department was contacted for repairs. According to the v60 user manual, it is advised to pay close attention to the battery¿s charge level to reduce the risk of power failure to the ventilator. The battery¿s operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature. The backup batteries are intended for short-term use only; they are not intended to be a primary power source. A new backup battery should be installed and charged within one year of the date of manufacture identified on the battery and on the shipping box. Storing a battery for an extended period of time after its manufacture date without being put into service or at temperatures that exceed its limits increases the risk of discharge whereby the battery is unable to be recharged by the ventilator. It is recommended to avoid allowing the ventilator battery to become completely discharged. Otherwise, the battery may become over-discharged and require long recharge times of up to 16 hours or more. The over-discharged condition may permanently damage the battery so that it is unable to recharge. The ventilator should be kept connected to an ac outlet to prevent the occurrence of a non-recoverable over-discharged battery. The v60 user manual also states that the ventilator charges the battery whenever the ventilator is connected to ac, with or without the ventilator switched on. The battery (charged) light emitting diode (led) flashes to show that the battery is being charged. It is recommended to check the battery charge level before putting a patient on the ventilator and before unplugging the ventilator for transport or other purposes. The power source symbol at the bottom right-hand corner of the screen shows the power source in use, if the ventilator is running on battery, and the level of battery charge. If the battery is not fully charged, it is advised to recharge it by connecting the ventilator to ac power for a minimum of 5 hours. Pressing the help button shows the approximate time remaining until the battery is fully charged, and if the battery is not fully charged within 16 hours or the ventilator displays a "check vent: battery failed" alarm error, the battery should be replaced. This investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an absence of alternating current (ac) power. The device was in use on a patient at the time the reported issue was discovered. The patient reported ¿difficulty breathing and feeling somewhat uncomfortable.¿ the reported event of the battery not providing ventilation during power outage and the patient report of ¿difficulty breathing and feeling somewhat uncomfortable¿ has been assessed as a non-serious injury. The customer called technical support to report that there was an absence of ac power. A patient began using the ventilator on 01jul2025 at 21:00, and there were no alarm indications during usage. On the morning of 02jul2025 at 10:49, the department experienced a sudden power outage. It had been noted during installation that the ventilator's backup battery could provide power for 15 minutes in the absence of ac power. Upon checking the patient, the ventilator screen was black, indicating no power supply. The patient was immediately asked if there was any discomfort, and the patient reported experiencing difficulty breathing and feeling somewhat uncomfortable. The nurse promptly administered oxygen therapy to the patient. After about 5 minutes, power was restored to the department, and the ventilator screen displayed a battery fault. The equipment department was contacted for repairs. According to the v60 user manual, it is advised to pay close attention to the battery¿s charge level to reduce the risk of power failure to the ventilator. The battery¿s operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature. The backup batteries are intended for short-term use only; they are not intended to be a primary power source. A new backup battery should be installed and charged within one year of the date of manufacture identified on the battery and on the shipping box. Storing a battery for an extended period of time after its manufacture date without being put into service or at temperatures that exceed its limits increases the risk of discharge whereby the battery is unable to be recharged by the ventilator. It is recommended to avoid allowing the ventilator battery to become completely discharged. Otherwise, the battery may become over-discharged and require long recharge times of up to 16 hours or more. The over-discharged condition may permanently damage the battery so that it is unable to recharge. The ventilator should be kept connected to an ac outlet to prevent the occurrence of a non-recoverable over-discharged battery. The v60 user manual also states that the ventilator charges the battery whenever the ventilator is connected to ac, with or without the ventilator switched on. The battery (charged) light emitting diode (led) flashes to show that the battery is being charged. It is recommended to check the battery charge level before putting a patient on the ventilator and before unplugging the ventilator for transport or other purposes. The power source symbol at the bottom right-hand corner of the screen shows the power source in use, if the ventilator is running on battery, and the level of battery charge. If the battery is not fully charged, it is advised to recharge it by connecting the ventilator to ac power for a minimum of 5 hours. Pressing the help button shows the approximate time remaining until the battery is fully charged, and if the battery is not fully charged within 16 hours or the ventilator displays a "check vent: battery failed" alarm error, the battery should be replaced. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the device displayed a 1124 "battery failed" alarm error and had never been repaired; therapy was interrupted as the device was swapped out for another ventilator, but there was no patient harm. According to the authorized service provider (asp) engineer, the battery charge level prior to placing the patient on the ventilator and during use is not visible, and a battery depletion alarm was displayed on the screen. The ventilator had been plugged into power during its entire use, and the battery (2023) was less than 5 years old based on the date of manufacturing. The battery needs to be replaced, but the replacement battery is out of stock. The repair for this device cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.